Manufacturer narrative:
An event regarding a size/fit issue involving a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: metal transfer marks were identified on the articulating surface and taper of the ceramic head. The device was otherwise unremarkable. A dimensional inspection was performed, all features measured conformed to the required specifications. There was no evidence of a dimensional issue. A functional inspection was performed no issues were identified. Medical records received and evaluation: a medical review was not performed because no information was provided. Device history review: a review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: a review indicated there have been no other similar events for the reported lot. Conclusions: a dimensional inspection was performed on the returned device, all features conformed to the required specifications. A functional inspection was performed no issues were identified. No further investigation is required at this time. If further relevant information becomes available this investigation will be re-opened.

Event description:
During a total hip (side unknown), doctor tried to impact product 6570-0-436 onto a femoral stem three times and the taper would not lock. Opened another one and it locked right on the first time. No adverse consequence to patient. No delay in surgery. Procedure was completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a total hip (side unknown), doctor tried to impact product 6570-0-436 onto a femoral stem three times and the taper would not lock. Opened another one and it locked right on the first time. No adverse consequence to patient. No delay in surgery. Procedure was completed successfully.